Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for total protein for four (4) patient samples assayed with total protein reagent on a unicel dxc 600i synchron chemistry analyzer. The customer reported that one (1) of the four (4) erroneous total protein results was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges at the time of the event. The customer reported that the total protein reagent cartridge had nine (9) assays worth of reagent left in the cartridge. Bec advised the customer that when the reagent cartridge volume is low, bec recommends using environmental caps to control for evaporation. The customer reassayed the four (4) patient samples using a new total protein reagent cartridge. Higher expected results were obtained.

Manufacturer narrative:
A service call was not scheduled for this event. Bec sent the customer environmental caps to use on their reagent cartridges to control for evaporation. In addition, a letter was sent to the customer explaining their use.